Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and consumer via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported the patient was struggling to recharge the implant. The patient was alive without injury at the time of the report. No symptoms or complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep indicating the cause of the recharging issue was likely due to the depth of the ins. The rep tried using a different recharger. The ins was changed (replaced) to an "active pc". No further complications were reported as a result of this event.